Event description:
A us distributor reported that a monitor delivers pulse below lower limit.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (delivers pulse below lower limit) was confirmed. Upon investigation the monitor did not pass essential performance testing. The cause for the failure was isolated to a damaged trace on the c21 component on the computer/analog pca. The root cause for the damaged c21 could not be positively identified. There were no adverse events associated with the damaged monitor.